Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer representative reported via phone, a customer experienced high blood glucose of 600 mg/dl. No troubleshooting was performed for the high blood glucose. Customer's doctor wanted to know why the blood glucose didn't appear in the report. The insulin pump is not returning.